Manufacturer narrative:
(B)(4). Batch number: p57f2l. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the staples malformed. During the weight reduction surgery, after fired with long60a and ecr60g, found the some of staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.